Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with alarm during prime test due to missing drive support disk. Unable to verify memory anomaly due to alarms during the test.